Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in the united states, where it was inspected by a trained f&p service technician.the manometer of the subject device was replaced, and the manometer, was returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is thus based on the evaluation of the returned device, evaluation of the service report, information provided by the healthcare facility and our knowledge of the product. Results: upon evaluation of the service report, it was confirmed that the manometer failed functional testing. It was further observed that the needle movement was slow, confirming the reported fault. The subject manometer was further disassembled for investigation, where inspection of the internal components revealed that the restrictor screw was occluded. Conclusion: based on the results of the investigation, the reported event was due to the occluded restrictive screw within the manometer, resulting in a reduced pressure application pace. The restrictor screw specifications have since been revised.

Event description:
A healthcare facility in mississippi has reported via a fisher and paykel healthcare (f&p) field representative that the rd900aeu neopuff infant resuscitator requires more time to reach the peak inspiratory pressure (pip). There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported via a fisher and paykel healthcare (f&p) field representative that the rd900aeu neopuff infant resuscitator requires more time than the expected to reach the correct peak inspiratory pressure (pip). There was no reported patient involvement.